Event description:
In 2005 pt underwent a laparoscopic cholecystectomy at 0700. Pt became hypotensive around 1100. Was taken back to the o.r. For another lap chole but was converted to openafter blood was found (small amt) in the upper abdomen. The area of bleeding was in the area of the posterior cystic artery branch, the clip had fallen off. Pt received 3 units of blood. Pt returned to surgery again at 1855 for bleeding diathesis.